Event description:
The event, as reported, does not constitute a reportable malfunction; however, the returned device revealed a reportable malfunction. It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2014. According to the complainant, during the procedure a fluid loss alarm was received. The procedure was successfully completed with another of the same procedure set. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed reportable based on the investigation results: presence of hole on the sheath probe.

Event description:
The event, as reported, does not constitute a reportable malfunction; however, the returned device revealed a reportable malfunction. It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2014. According to the complainant, during the procedure a fluid loss alarm was received. The procedure was successfully completed with another of the same procedure set. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed reportable based on the investigation results: presence of hole on the sheath probe.

Manufacturer narrative:
Device analysis of the returned genesys hta procerva procedure set revealed that there was a hole present on the sheath probe approximately 5.5cm from the distal end of the probe. The hole was consistent with those caused when a tenaculum pierces the sheath. A functional evaluation was performed, as the device began to fill with saline, a leak was identified at the hole found in the sheath. The sheath was replaced, and the ablation phase was continued, no leaks were observed. Given the hole in the sheath probe, this was likely due to an interaction with the tenaculum. Therefore, the most probable root cause for the complaint is operational context.